Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 90 events were originally reported for this failure mode during the reporting quarter. 92 events should have been reported; 2 events were inadvertently excluded. - 92 events are included in this follow-up record.   Product return status 89 devices were received. 3 devices were not available for evaluation.   Event confirmation status 89 reported events were confirmed; the cause traced to component failure. Evaluation results 89 devices were found to be affected by missing paint chips. Additional information 92 devices were not labeled for single-use. 92 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 92 </noe> malfunction events in which the device had paint chips missing. 92 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 90 events were reported for this quarter. Product return status: 88 devices were available for evaluation: 87 devices were received. 1 device was evaluated in the field. 2 devices were not available for evaluation. Evaluation status: confirmed. 83 reported events were confirmed during testing. 83 devices were found to be affected by missing paint chips. In progress 5 device evaluations are in progress. Additional information: 90 devices were not labeled for single-use. 90 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 90 </noe> malfunction events in which the device had paint chips missing. 90 events had no patient involvement; no patient impact.